Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during delivery of an intraocular lens in the eye, there was resistance and the iol came out with force. The "lens fractured in the visual axis". The lens remains implanted. The patient reported photopsia and glare. Additional information has been requested however, further information has not been provided.